Event description:
It was reported that patient underwent total knee replacement on (B)(6) 2011. Revision procedure was performed on (B)(6) 2014 due to broken locking bar. No further information has been received.

Manufacturer narrative:
The locking bar involved in the complaint event was returned and evaluated. The device history record for the item was reviewed and found no non-conformances, rejections or concessions related to the reported event. The locking bar was dimensionally inspected according to the drawing in force and was found to be within specifications. Additionally, a visual inspection under microscope of the breakage area has revealed the fracture seems to indicate a fatigue fracture type. X-rays were provided, but review indicated no relevant findings that could cause the reported event. It has been noticed that the wrong assembling can lead to loosening of the locking bar and therefore lead to fractures caused by forces out of the normal use of the device in which there are no in vivo loads applied to the locking bar. Although the event has been substantiated, it has not been possible to find out the cause of this fatigue fracture with the available information. No evidences have been found that could relate the incident with the manufacturing, inspection processes, or the raw material of the affected part.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.